Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer declined troubleshooting with tandem technical support regarding the issue. Additionally, it was reported that the customer was unable to proceed with the load fill tubing process. During troubleshooting with tandem technical support, a pump reset was performed. The cartridge was reloaded and insulin delivery was resumed. Customer's blood glucose was 311 mg/dl.